Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: d8, h2, h6, h11 corrected fields: g4 the device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified since the reported phenomena did not occur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the evis lucera gastrointestinal videoscope had a black vertical stripe noise occur on a mask image. The issue occurred during a therapeutic endoscopic submucosal dissection procedure and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.